Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the head cable was suspected to be damaged. It was noted that the issue was found during a patient check, a different head was used. The rf (radio frequency) head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.